Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in please refer to statement dated (B)(6) 2017.   No further follow up is planned. Evaluation summary: a female patient reported that her insulin cartridges could not be installed in her humapen ergo ii device and she was unable to inject the insulin. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1502d03, manufactured february 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to cartridge insertion/attachment/removal complaints. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information received from the initial reporter via a psp, concerned a (B)(6) female patient of unknown origin. Medical history included disabled of legs and family history of diabetes. Concomitant medications included metformin for an unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (reported as insulin 70/30) via a reusable pen (humapen ergo ii), 20 iu in the morning and 20 iu at night subcutaneously, for the treatment of diabetes mellitus, beginning sometime in 2008 or 2009. Approximately in 2012 or 2013, while on insulin 70/30, she had a urinary infection and there was high fever, high blood sugar, and coma. She was hospitalized and the hospital checked out the patient and she had acidosis. Reportedly, the urinary infection was considered to be caused by the coma and acidosis. Details regarding hospitalization, including diagnostic/ laboratory tests performed, were not reported. Sometime, her physician recommended injecting insulin three times a day, but she thought it troublesome, so she injected insulin twice a day on her own. Later, her blood glucose could not decrease and her postprandial blood glucose two hours after meal sometimes was over 20, sometimes was over 10 her postprandial blood glucose two hours after meal (no units or reference ranges were provided). On an unspecified date, her postprandial blood glucose two hours after meal had reached the highest level as 25-26 (no units or reference ranges were provided). Since (B)(6) 2017 until (B)(6) 2017, due to injection pen failure, she had not injected insulin ((B)(4)/lot: 1502d03). Reportedly, she had not taken measures and besides of injection the unspecified insulin 70/30, she used an unknown insulin and biosynthetic insulin. Due to the problem with the humapen ergo ii, she had symptoms of dizziness, flustered, palpitations and trembling on an unknown date. Sometime, after patient went to see a physician, it was found that she had brain insufficient blood supply which was later diagnosed as an unspecified coronary heart disease. On an unspecified date, she was hospitalized due to the coronary heart disease, she received as corrective treatment an unspecified infusion and afterward, she came out from the hospital after infusion. Dates of hospitalization and laboratory findings were not provided. Further corrective treatment and outcome for the remaining events was not reported. Human insulin isophane suspension 70%/human insulin 30% status was not provided. The operator of the humapen ergo ii and his/her training status were not provided. The general duration of use of the humapen ergo ii was not provided but it was started sometime in 2008 or 2009. The device was not returned to the manufacturer for investigation. The reporting consumer did not provide a relatedness assessment between the coronary heart disease and human insulin isophane suspension 70%/human insulin 30% and did not know if the events were related to the human insulin isophane suspension 70%/human insulin 30 (reported as insulin 70/30) and the humapen ergo ii. Update 26apr2017: upon review, this case was opened to update the medwatch fields for regulatory reporting update 26-apr-2017: information was received on (B)(6) 2017 from affiliate regarding pc number. Pc number was added to the narrative. No additional changes were made to the case. Update 27-apr-2017: additional information received on 27-apr-2017. Added concomitant medication, the serious event of cerebral ischemia was replaced with the serious event of coronary heart disease. Updated narrative with new information. Edit 25-may-2017: upon review, corrected event start date of the drug dose omission and duration of use of suspect device. No more information was added to the case. Update 26may2017: additional information received on 25may2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the (B)(6) device information, improper use and storage from yes to no, and the device was not returned to manufacturer for investigation. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4) . This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns a (B)(6) female patient of unknown origin. Medical history included disabled of legs and family history of diabetes. Concomitant medications included metformin for an unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (reported as insulin 70/30) via a reusable pen (humapen ergo ii), 20 iu in the morning and 20 iu at night subcutaneously, for the treatment of diabetes mellitus, beginning sometime in 2008 or 2009. Approximately in 2012 or 2013, while on insulin 70/30, she had a urinary infection and there was high fever, high blood sugar, and coma. She was hospitalized and the hospital checked out the patient and she had acidosis. Details regarding hospitalization, including diagnostic/ laboratory tests performed, were not reported. Sometime, her physician recommended injecting insulin three times a day, but she thought it troublesome, so she injected insulin twice a day on her own. Later, her blood glucose could not decrease and her postprandial blood glucose two hours after meal sometimes was over 20, sometimes was over 10 her postprandial blood glucose two hours after meal (no units or reference ranges were provided). On an unspecified date, her postprandial blood glucose two hours after meal had reached the highest level as 25-26 (no units or reference ranges were provided). Since (B)(6)2019, due to injection pen failure, she had not injected insulin (pc: (B)(4)/ lot: 1502d03). Reportedly, she had not taken measures and besides of injection the unspecified insulin 70/30, she used an unknown insulin and biosynthetic insulin. Due to the problem with the humapen ergo ii, she had symptoms of dizziness, flustered, palpitations and trembling on an unknown date. Sometime, after patient went to see a physician and she had brain insufficient blood supply. She received as corrective treatment an unspecified infusion and afterward, she came out from the hospital after infusion (unclear if she was hospitalized). The event of brain had insufficient blood supply was considered serious for other medically significant reasons. Information regarding corrective treatment and outcome for the remaining events was not reported. The operator of the humapen ergo ii and his/her training status were not provided. The general humapen ergo ii model duration of use and the duration of use of the suspect humapen ergo ii started in 2008 or 2009. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know if the events were related to the human insulin isophane suspension 70%/human insulin 30 (reported as insulin 70/30) and the humapen ergo ii. Update 26apr2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 26-apr-2017: information was received on 21-apr-2017 from affiliate regarding pc number. Pc number was added to the narrative. No additional changes were made to the case.